Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose of 61 mg/dl. The customer alleged the bolus calculation was incorrect; however a log review showed no pump issues were identified. While in the ER the customer was monitored and given glucose. The customer was released later the same day with the issue resolved an no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.